Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. Review of the stored episode demonstrated there were multiple morphologies, with some bigeminy and frequent ectopy, as well as some myopotential noise. The patient had been surfing at the time of the event, with a heart rate of up to 150 beats/minute. Technical services recommended the patient undergo an exercise stress test to evaluate further programming options. The s-ICD remains in service and no adverse patient effects were reported.